Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead presented for a routine follow-up, at which time poor sensing and loss of capture were exhibited. A revision procedure was performed and the lead was replaced in absence of adverse patient effects. The lead is intended to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a complete lead with set screw marks on the terminal pin. Helix was stretched and bent with entwined tissue. Detailed analysis illustrated insulation damage approximately 192-203 mm from the terminal pin, on opposing sides. Microscopic analysis indicates the formation of holes in the tubing wall which were caused by external forces exerted on the lead body which transferred pressure to the underlying coil windings, causing a breakdown of the insulation. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture, was likely the result of the lead damage observed by the laboratory.